Event description:
The facility reported a pump where open/stop buttons do not work. The condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital rep. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "open/stop buttons do not work" was confirmed for the open button but the stop buttons was working. Inspection of the pump revealed the condition was caused by a faulty pump head module (phm) keypad. The phm keypad was replaced in the pump to correct this condition.